Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. No product performance issue identified related to spo2 and pulse rate, based on the investigation above, the customer complaint could not be confirmed. The unit was determined to be functioning as designed.

Event description:
It was reported: "rad-8 yields "false alarms and readings." Customer has not further information on what alarms are false. No further information what readings or measurements are false, and their values." No consequences or impact to patient was reported.

Manufacturer narrative:
Corrected data: (unique identifier (UDI) #) was updated from a blank field to (B)(4). Device manufacturer date was updated from "02/08/2013" to "11/14/2016".